Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer did not perform air removal step correctly. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. A manual injection was administered to address bg. Customer loaded a new cartridge to resolve the issue.